Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Repair request initiated for device with the report of frozen. No patient impact reported. Repair escalated to product event on evaluation due to leg of the attachment was bent. On follow up it was reported that there is no patient or staff impact.